Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 150 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ER 5 hours later. Troubleshooting with tandem technical support (cts) determined the customer used the cartridge past labeling. Cts educated the customer on cartridge and insulin labeling. Pump system check determined the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.